Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4) implanted: (B)(6) 2015, product type: catheter.

Event description:
Additional information was received from a device manufacturer representative (rep). The catheter was explanted along with the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving a hydromorphone (dose and concentration not reported) via an implantable pump. The indication for use was noted as malignant pain. The healthcare provider (hcp) explanted the patient's pump on friday (B)(6) 2015 because they thought it was infected. After the cultures were done there was no infection. The healthcare provider was contemplating an allergy to device materials. Per the reporter the incision was red and there was a red tracking of the catheter on the skin. The patient also had an elevated wbc (white blood cell count) and a fever. On (B)(6) 2015 information received reported the cause of the issue was multiple comorbidities, infection and immuno suppressed. The device was explanted due to infection, device did not contribute.

Event description:
09/16/2015- additional information was received from a company representative (rep) indicated the patient did not have an infection and subsequent follow up revealed sensitivities to components in the pump (epoxy, silicon, titanium, etc). The patient was receiving hydromorphone 1 mg/ml in simple continuous with a daily dose of 0.150 mg/day. The pump was implanted in the right abdomen on (B)(6) 2015 and the pump was rinsed with 3 cc of hydromorphone prior to filling. The catheter was entered at l1/l2 with the tip at t10.